Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a broken or detached sensor wire on (B)(6) 2016. Date of issue is an approximation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/10/2016 that the patient experienced a broken or detached sensor wire on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a broken or detached sensor wire on (B)(6) 2015.